Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0230 - logic cr femoral cem, left, sz 3 sn: (B)(4), 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t sn: (B)(4), 200-02-32 - three peg patella 32mm sn: (B)(4).

Event description:
As reported the patient had an initial left tka on (B)(6) 2019. The patient had a poly swap and was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision was reported to be due to device recall. No other reason reported. H7: z-0021-2022.